Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that he has not used his stim therapy in over a month ((B)(6) 2019). Patient was going through his weekly charge up of his ins but it went crazy on him in his back; patient clarified the stim was uncomfortable - it was double the strength it normally is, so he turned it off and has not used it since. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer clarified that the uncomfortable stimulation was due to a lost connector. The patient stated that the issue had been resolved.